Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hematoma could not be conclusively determined.

Event description:
Following an atrial fibrillation ablation procedure, the patient presented with a retroperitoneal hematoma which led to prolonged hospitalization as well as postponement of anticoagulants. The user alleged the device lack of flexibility contributed to the hematoma. There event resolved with no consequences to the patient.